Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. Device code relates to problem code for the reported event of stent migration. The complainant indicated that the device will not be returned for evaluation for an unknown reason; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex esophageal fully covered stent was implanted to treat a malignant stricture during stent placement procedure on an unknown date. Reportedly, the patient's anatomy was very tight prior to stent placement. According to the complainant, two weeks post-implantation, the patient complained to have "felt the stent". The physician checked the wallflex esophageal fully covered stent and it was found to have migrated proximally. The migrated stent was removed and the procedure was completed with an ultraflex stent.